Event description:
Based on the report received on 12/23/1999, two (2) babies died of "pericardial tamponade" at the hosp during the last 12 months. The first occurred in feb 1999, of a 6 week old, and the second occurred in dec 1999, of an 11 day old. The first was not reported to hdc. Add'l data/info is to be provided to hdc. Hdc catheters had been used for/during the babies' treatment.

Event description:
Based on the report received on 12/23/1999, two (2) babies died of "pericardial tamponade" at the hosp during the last 12 months. The first occurred in feb 1999, of a 6 week old, and the second occurred in dec 1999, of an 11 day old. The first was not reported to hdc. Add'l data/info is to be provided to hdc. Hdc catheters had been used for/during the babies' treatment. Date of event: 12/1999.